Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed that there were some cosmetic defects and that the display lens was scratched. The keypad was torn at the ¿ok¿ button. The contrast, ¿up¿ and ¿down¿ buttons were responsive intermittently while the ¿ok¿ button was responsive to presses. Contamination was found under the button contacts of the intermittently responsive buttons. Unrelated to this complaint, investigation revealed that the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery was inserted the pump displays the default date and time which was manually confirmed (or reset) by the user in order to proceed. Removal of the pump housing revealed that an internal battery was leaking.